Event description:
The balloon would not come back through a cook 6f introducer after a superior vena cava stenting and angioplasty procedure. While trying to pull the catheter out of the patient, the shaft snapped twice, first where the dark blue changes to pale blue, then further down the shaft. The balloon was also jammed solid into the sheath and is still there.

Manufacturer narrative:
The device history record has been reviewed and confirmed that the lot met all release criteria, including testing for proper passage through the appropriately sized introducer. The device has not been returned for evaluation to date. The results of this investigation are inconclusive. It should be noted that the use of this device in the superior vena cava and with the use of a stent is considered off-label use. The information for use for this device states: the opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous translumnial angioplasty of the iliac, femoral, and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. Caution - if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.